Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device doesn¿t reach volume pressure. No additional information was provided.

Manufacturer narrative:
Received one device. Visual inspection found no damage, performed test to confirm customer complaint. Rotary flow valve was replaced, and device now delivers volume as set. Device was tested and passed all tests. Probable cause was tidal volume rebound. During performance verification tests (pvt) it was found that the cycle pressure switch was out of calibration. It was calibrated and is performing as designed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.